Event description:
Consumer (B)(6)'s wife called in and alleges that the locking mechanism on the (B)(4) is to sharp and has a cut to her husbands' leg which cause bleeding on three separate occasions.